Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 6 false positive results were obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they are getting false positives for flu a. Customer alleges that she is getting a false positive flu a on each test she runs. Customer got a positive flu a on every patient she tested, including herself and coworkers. I asked customer to retest herself and coworkers to confirm that the test results with a different kit/ lot. Customer got a negative result using a different kit.

Manufacturer narrative:
The following fields were updated: b5. It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 9 false positive results were obtained. Repeat testing was performed, and the results were negative. 4 false positive results were reported out, but there was no patient impact. (B)(4). The following information was provided by the initial reporter: customer got a positive flu a on every patient she tested, including herself and coworkers. Customer opened a new kit to retest and she got a negative result for each person that tested positive.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 9 false positive results were obtained. Repeat testing was performed, and the results were negative. 4 false positive results were reported out, but there was no patient impact. (B)(4). The following information was provided by the initial reporter: customer got a positive flu a on every patient she tested, including herself and coworkers. Customer opened a new kit to retest and she got a negative result for each person that tested positive.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-feb-2022. D.4. Medical device lot #: 1292069. D.4. Medical device expiration date: 14-oct-2022. H.4. Device manufacture date: 19-oct-2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1292069. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 9 false positive results were obtained. Repeat testing was performed, and the results were negative. 4 false positive results were reported out, but there was no patient impact. (B)(4). The following information was provided by the initial reporter: customer got a positive flu a on every patient she tested, including herself and coworkers. Customer opened a new kit to retest and she got a negative result for each person that tested positive.